Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving heparin (25,000 units/ml) via an implanted pump. The indication for use was cancer chemotherapy and liver, metastatic or primary. It was reported roughly a week ago the patient missed their refill appointment and the pump went empty. They refilled the pump on (B)(6) 2019 and were going to review if there were any volume discrepancies on the next refill. It was noted the patient was non-compliant to come in for refill. On the call they reviewed empty pump considerations, why no priming is needed, and to review for volume discrepancy and efficacy. It was noted the troubleshooting resolved the reported event. There were no symptoms noted.